Event description:
Reporter stated that patient obtained the following back-to-back results on the compact plus system: 17.1 mmol/l and 2.4 mmol/l; 10.5 mmol/l and 0.9 mmol/l; 12.4 mmol/l and 4.4 mmol/l. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in foreign country.